Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation. The lot no. Was unknown. As the result of checking the manufacturing record over the past one year from (B)(6) 2017 (event date), there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on similar cases in the past, omsc presumes that the event occurred due to any of the following possible causes. - the high frequency setting value was too high. - the activation time was too long. - the subject device was activated while the tissue was not pulled up. - the tissue was deeply dissected more than necessary. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. Moreover, if the cutting knife is withdrawn into the outer sheath immediately after the high-frequency output, the cutting knife may be deformed inside the outer sheath and become unable to be protruded from it. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use or the cutting knife cannot be protruded from the outer sheath, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps.

Event description:
Sd-5u-1 was used for colonoscopic polypectomy. The doctor performed polypectomy for a pedunculated polyp using sd-5u-1, but it could not be activated. After replacing the handle mh-264 with another one, the doctor attempted polypectomy again, but failed to be activated. Because the doctor continued to retract the pedunculated polyp that was difficult to be resected with the snare loop, a part of mucous membrane of the pedunculated polyp was stuck in the snare tube, so the doctor could not withdraw sd-5u-1. After cutting mh-264, the doctor withdrew the scope and reinserted it. The doctor attempted esd using kd-620qr, and found that perforation occurred. The doctor performed open surgery and retrieved sd-5u-1, then completed the procedure. The patient¿s physical condition after the procedure has improved. This report is about kd-620qr. A report on sd-5u-1 for perforation is separately issued.